Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the surgical staff allegedly observed broken/loose cables on the fenestrated bipolar forceps instrument. The surgical staff also alleged that the instrument was not articulating correctly. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The alleged complaint that the instrument had a broken cable was confirmed. One conductor wire was found to be broken at the yaw pulley exit. The wire was detached from its connection at the grip. Electrical continuity testing of the instrument failed. The yaw pulley showed no signs of arcing. An additional finding not reported by the customer was a bent grip on the instrument. One grip was bent, causing side to side misalignment of grips. There was a 0.067 offset at the tips, indicating overloading at the tip. Another finding not reported by the site was a bent bipolar pin. The bottom pin was bent upward and both pins were loose. Engineering concluded that the instrument was likely mishandled. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.